Event description:
A trimed sales rep located in the united states reported on (B)(6) 2020 that a acrew (jhex4555) had broken in the patient. The patient stated that while playing basketball he fell and broke his toe along with the screw that was implanted 2 years prior, x-ray images were taken to confirm that the toe and screw had both broken. The screw was originally implanted on (B)(6) 2018, and was removed on (B)(6) 2020. These screws are designed to stay in the patient forever. After, the removal of the screw a new plate and screws were placed on the bone to achieve fixation of the new break. The surgeon reported that this did not cause the patient any further harm. As of (B)(6) 2020, the patient is healing well.